Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare provider reported a left side rupture confirmed by ultrasound. The device remains implanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. Lymphadenopathy: unable to observe since it is a medical event and is not related to the device. Lump/nodule: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, creases, wear abrasion and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b3, b.5., b6, d.9., h.3., h.6.

Event description:
Healthcare provider reported a left side rupture confirmed by ultrasound. Healthcare provider provided ultrasound which noted "reason for exam-unspecified lump in the left breast, upper outer quadrant. There is a benign 2.1 cm oval mass with a circumscribed margin in the left axillary tail 12 cm from the nipple. This oval mass is hyperechoic with no fatty hilum. There is also a benign 1cm oval mass with a circumscribed margin in the left breast at 2 o¿clock posterior depth. This oval mass is hyperechoic with no fatty hilum. Additionally, there is a benign 1.5 cm oval mass with a circumscribed margin in the left breast at 1 o¿clock posterior depth 15 cm from the nipple. This oval mass is hyperechoic with no fatty helium. Impression: benign. There is no sonographic evidence of malignancy. Multiple enlarged and hyperechoic left axillary lymph nodes are suspicious for silicone. Lymphadenopathy secondary to occult implant rupture." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Device has been explanted and replaced.